Event description:
It was reported that "the luer hub is broken on the venous extension line. The luer hub was screwed properly and easily unscrewed at the end of the dialysis. Removal of the luer hub with leriche pliers but it cracks into pieces. Impossible to remove. Doctor on call had to change the dialyses line". There was no harm or injury to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one connector assembly from a hemodialysis kit for analysis. Signs of use were observed in the form of biological material. Visual analysis revealed scratches on the bodies of both luer hubs. The venous luer hub was observed to have significant deformation around the proximal opening. Additionally, a severed piece of clear plastic was observed to be lodged within the lumen of the venous hub. As no fittings are provided with this kit, it is assumed that the plastic is from a non-arrow fitting. Microscopic examination confirmed deformation on the hub. Functional testing could not be performed due to the nature of the damage. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit instructs the user, "examine catheter and extension lines before and after each treatment for any signs of damage. Repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a luer hub/fitting connection issue was confirmed based on the returned sample. The customer returned one teleflex hemodialysis connector assembly. Visual analysis revealed a severed piece of plastic inside the venous luer hub. Per review of the customer report, this severed piece of plastic is likely from a connector fitting. No such fitting is included within the reported kit. Based on the available information and the sample investigation, the complaint is confirmed, and the probable root cause of this complaint is likely associated with the non-teleflex manufactured component. However, further analysis could not be performed on the fitting as the entire piece was not returned and since it is a non-teleflex manufactured device. A device history record review was performed based on a potential lot from sales history, and no relevant findings were identified. Based on these circumstances, the root cause is undetermined. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "the luer hub is broken on the venous extension line. The luer hub was screwed properly and easily unscrewed at the end of the dialysis. Removal of the luer hub with leriche pliers but it cracks into pieces. Impossible to remove. Doctor on call had to change the dialyses line". There was no harm or injury to the patient.